Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was selected for use. The patient presented with slight st elevation prior to pfa. After the tenth application in the lspv, the st elevation increased and became visible in lead v2. The procedure was stopped, the catheters were removed, and nitroglycerin was administered. After approximately 20 minutes, the patient returned to normal sinus rhythm. The patient underwent cardiac intervention, was hospitalized, and was discharged on (B)(6) 2026. The device is not expected to be return due to disposal.